Event description:
Healthcare worker had blood on wrist after removing glove. While no immediate health concern, there is the potential that the healthcare provider may have been in contact with a bloodborne pathogen.